Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a cracked belt clip slot and a stained end cap sticker.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. The customer stated the insulin pump was facing inwards so the buttons may have been pressed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.